Event description:
The customer reported via phone call that they were unable to upload to carelink. The data would load up to 18 percent then stop. The customer stated that they had their cell phone nearby during the upload. The customer attempted to upload again, but the issue was not resolved. The blood glucose reading was 134 mg/dl. The history showed that the insulin pump had an error alarm, signal to low alarm, and an unexpected re-start. The customer stated that they had stopped using the insulin pump for a while and they recently began to use it again. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.